Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that after sterilization of the ua-5001, the device was found to be sticky. It would get stuck. There was no patient involvement or procedure. The product is not returning.